Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 3006705815-2017-00676. It was reported that during a trial procedure the physician punctured the patient's dura. The patient was asymptomatic during post op so no intervention was taken. Patient reported headaches days following the implant. As a result, the leads were explanted. Patient is no longer symptomatic.